Event description:
The biomedical engineer (bme) reported that the v60 ventilator periodically turns on by itself. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. The remote service engineer (rse) reported that the issue was replicated during troubleshooting. The rse had the bme disconnect the alternating current (ac) power, and battery power; the ac power was then reconnected, and the device was able to power on as soon as the ac power was connected. The rse advised the bme to replace the power management (pm) printed circuit board assembly (pcba). The bme was provided with the part number for a replacement pm pcba. The investigation is ongoing.